Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation conclusions), h11. Corrected fields: d9. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
It was reported that an intra aortic balloon (iab) had a sensor failure occurred immediately after the iab was inserted into the body. Because the optical sensor could not be used, blood pressure was measured using a blood pressure transducer via the central lumen. The iab is in use for 3 days. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site address:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation conclusions), h11 corrected fields: h6 (investigation conclusions), the product was returned with the membrane completely unfolded and blood found on the exterior, between iab and sheath and traces of blood was found in the inner lumen. Two kinks were observed on the catheter tubing approximately 76.4cm and 60.2cm from the iab tip. The three-way stopcock, extender tubing and pressure tubing were also returned. The optical fiber was found to be broken within a kink approximately 20.5cm from the iab tip. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, e3, g3, g6, h2, h3, h6 (type of investigation and investigation findings), h11. The product was returned with the membrane completely unfolded and blood found on the exterior, between iab and sheath and traces of blood was found in the inner lumen. Two kinks were observed on the catheter tubing approximately 76.4m and 60.2cm from the iab tip. The three-way stopcock, extender tubing and pressure tubing were also returned. The optical fiber was found to be broken within a kink approximately 20.5cm from the iab tip. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Manufacturer narrative:
Updated fields: b4, e1 event site telephone, g3, g6, h2, h6, h11. Complaint ID: (B)(4).

Event description:
N/a.